Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider stating that the lead moving had not been confirmed. It was noted that the patient was to return for the full implant, but did not. ¿regards patient pelvic floor¿ was noted, but it is unknown as to what this was referring to. It was noted that the trial began on (B)(6) 2017 and the ¿lead pull¿ was on (B)(6) 2017. This date conflicts with the earlier reported date. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be) the trial patient reported that they felt ¿something happened last night¿ and it was the worse night, event before the evaluation. Specifically, they had great response for about 3 hours then laid down in bad and turned to the left and then felt a ¿switch turn on¿. It was reported leads may have migrated but the patient did not know. They made some adjustments to the stimulation and even turned the therapy off for about an hour. When the patient turned it back on, the felt the stimulation more in the back instead in the vaginal area. They also felt pain on their tailbone but they ¿moved the stimulation down¿ and that resolved. The patient felt the stimulation at 2.1 towards the back area. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.